Event description:
It was later reported that the patient also had a petechial rash.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient had developed epistaxis while at home and was then admitted. Coumadin and aspirin therapy were held. The patient was transfused with 1 unit of packed red blood cells (prbcs) and underwent placement of a rhino rocket nasal packing. The site was ultimately cauterized and coumadin was restarted; however, aspirin remained held. The issue reportedly resolved on (B)(6) 2018. No alarms or functional issues with the lvas were reported in association with the event.

Manufacturer narrative:
Section b5: additional information. Section h6 conclusion code: correction - code 4315 was inadvertently not included in initial report MDR-2020-10896. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported epistaxis could not be determined through this evaluation. Following the event, the patient remained ongoing on the device until he ultimately expired on (B)(6) 2019 due to unrelated issues (captured in manufacturer report number: 2916596-2019-04734). The device was not explanted and is not available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed epistaxis on (B)(6) 2018 while hospitalized for rehabilitation. Aspirin therapy was reportedly discontinued and the event resolved the following day on (B)(6) 2018. The patient stated that he had not had problems with epistaxis in the past. No alarms or functional issues with the lvas were reported in association with the event.